Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure when the taxus liberte' 2.25x24mm was opened from package, the nurse noted that stent damage occurred.

Manufacturer narrative:
A visual and microscopic examination found slight damage to the middle section of the stent. One strut on each of two rows in the middle of the stent were slightly raised. The damaged section was measured with a snap gauge, which was measured to be 0.10mm greater than the normal stent diameter. The outer lumen had slight kinks between 2mm and 18mm proximal to the proximal marker band. There were no other kinks or damage were noticed along the shaft of the device. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The device was returned with the product mandrel inserted and stent balloon protector attached. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is hadling damage.